Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced physical damage to the insulin pump. The customer reported blood glucose value of 40 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-332a, mmt-242a, mmt-1880. Troubleshooting was performed. Customer reported physical damage, location of the damage was on the side near the battery compartment. It was unknown whether the auto mode feature was active and whether the pump was used within 48 hours of the reported low blood glucose event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-242a. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed the displacement test. Unit received with cracked battery tube threads, fading serial number label, cracked keypad overlay at select button and cracked case near belt clip rails. The unit p-cap / test reservoir locks in place properly. Unit was confirmed for physical damage on the battery tube compartment area. Unit passed all required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.